Event description:
A ventilator was returned to the manufacturer for a "ventilator service required" alarm. There was no allegation of device malfunction. No patient harm or injury was reported. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" concerning the system obm was found. The obm board was replaced to address the issue.